Event description:
It was reported that pump malfunction alarm code 16 occurred without any notable events before the issue. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump using provided instructions, malfunction did not recur after reset, customer was advised that pump could continue to be used, and was instructed to call back if any malfunction code occurred again.